Event description:
It was reported that balloon overexpansion occurred. Following implantation of a megatron stent, a nc emerge was advanced for dilatation. However, there seems to have a problem with longitudinal growth. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since there's no enough information provided for the event date.